Event description:
The patient developed a post-operative infection after having a suboccipital craniotomy for a lesion resection. The patient underwent a left retrosigmoid excision of an acoustic neuroma. One month later, she developed wound drainage. Two months after the drainage was discovered, it increased a great deal and required re-admission to the hospital the following month (four months after the initial surgery).